Manufacturer narrative:
Background information: on 07/25/2019, an MDR was filed related to the same patient and same bellafill injections due to an infection that occurred at the time of injections and reported to suneva in 2019 (MDR 3003707320-2019-00008 fled 07/25/2019). At that time, the account reported on 2019-06-25 that the patient was injected with bellafill dermal filler about 5-6 years prior (date unknown) in multiple off-label locations (nose, forehead, eyebrows, chin, jawline) and developed an infection in the nose at the time of injection, which required treatment to resolve. They prescribed antibiotics and the infection resolved at that time. It was also reported on 2019-06-25 (and noted in the previously filed MDR) that the patient was also reported to have suspected granuloma which began presenting about a year (now ~3 years ago) in all areas of injection (nose, forehead, eyebrows, chin, jawline). At that time there was no indication that medical intervention was required to resolve the suspected granuloma. On 02/08/2021, the patient/rn contacted suneva medical, relaying disfigurement due to increasing granuloma related to her bellafill injections and also necrosis due to on-going treatment for the granuloma. The area of injection (nose, forehead, eyebrows, chin, and jawline) are all off-label for bellafill. Also, per the patient who was an rn at mission medical skin & laser (in (B)(6)), both she and the doctor (dr. (B)(6)) are no longer associated with that facility and it is no longer in practice. The patient/rn relates that the number of granuloma is increasing and there is also necrosis due to the multiple needlesticks to treat the granuloma. She describes both permanent disfigurement and pain, and requests to speak with a suneva medical affairs advisor. She indicates there has been no treatment for the necrosis. No further information has been provided after multiple attempts: between 2/10/2021 and 2/19/2021, suneva medical affairs advisor left two (2) voice messages with the patient/rn and did not hear back., the patient/rn was also sent an email on 2/19/2021 to ensure she still wanted to speak with the medical affairs advisor. The patient/rn responded that she would return their call. As of 3/5/2021, three (3) additional messages were left for the patient/rn, and no response has been received at this time. Granuloma is an anticipated patient event that is documented in the bellafill instructions for use. Clinical studies support that granuloma may resolve over time with or without treatment. The lot numbers are unknown. In addition, the date of injection is unknown; therefore potential lot numbers cannot be determined via shipping history and bellafill dermal filler use cannot be confirmed. The suspected root cause is off-label use. Per the bellafill instructions for use: bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient relays permanent disfigurement related to increasing granuloma and necrosis related to on-going treatment for the granuloma.